Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator switched from non-invasive ventilation (niv) on its own. An alternative device was exchanged, and no harm to the patient was reported.

Manufacturer narrative:
Additional information provided clarification that the patient was being ventilated in non-invasive ventilation (niv) mode and the device began to trigger more breathes than necessary and began to stack. The customer did not return the device for evaluation, but they did supply the device logs for review. Upon review of the ventilator logs and trending data, tech support did not find any indication that the ventilator switched modes automatically. Upon further analysis, inconsistent waveforms and auto-cycling activity were observed during the time of the reported event. The reported symptoms are consistent with false triggering during non-invasive ventilation (niv) which usually occurs when there is an excessive leak or circuit setup variation around the patient interface causing the ventilator to interpret leak flow as a patient effort and deliver unintended additional breaths. After this, the device was tested without duplicating the reported issue and the ventilator operated as designed with no device repair required.